Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. System error 105 was confirmed through a review of the event history log. There was no device evaluation for the reported symptom because information was not made available to the service evaluator prior to evaluation. The device was tested and repaired prior to release to ensure the device meets all specifications.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.